Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced electrical burn with the grounding pad. Prior to use, the grounding pad was stored in the room with a temperature of 62 to 70 degrees fahrenheit. During the procedure the grounding pad was pressed flat against the patients thigh and when it was removed, the area underneath was noticed to be red with 1.5cm blanched area. The area was mildly warm to touch but not painful. The patient was provided with silvadene cream to apply to the burn. During the postop follow up, the patient reported that the area had scabbed over with no signs of infection. The device was not returned per hospital policy.